Event description:
It was reported that "smoke and low power" were noted during a lithotripsy procedure. The ¿procedure was stopped and rescheduled.¿ no injury to the patient reported.

Manufacturer narrative:
System analysis/service repair on (B)(6) 2015: the reported ¿smoke and low power" issue was verified and determined to be damaged capacitor on hv interface. The hv interface was replaced. The system was re-calibrated, tested and verified to meet manufacturer¿s specifications. The hv interface that was replaced was not returned to ams.